Event description:
One day after procedure, patient had bleeding that continued for 1 month. The pt was taking coumadin and had a cystoscopy pre-treatment.

Manufacturer narrative:
No disposable devices will be returned because the ae occurred one day after the procedure and the catheter was disposed of.